Event description:
Customer used the device to check blood glucose and obtained a result of 213 mg/dl. Passed out within an hour of the test. Family member found them and called the paramedics. The emts checked glucose and the level was 20 mg/dl. Was transported to the hospital. No other information was provided regarding the incident. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.